Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system onsite and confirmed that the computer does not start. Fse upon investigation confirmed that the reported issue was caused by system disk failure. Review of the log file showed sib malfunctioning also malfunctioning flex vision pc however the root cause of the reported issue cannot be confirmed from the available information/data. Fse performed the software backup restoration but there was no problem found. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system was not starting up. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and restored the software which resolved the issue. The device was returned to use in good working order.